Event description:
A malfunctioning and leaking accu wyon was received at service and repair. However neither pt contact with battery fluids, nor injuries have been reported.

Manufacturer narrative:
Not available. The device has been returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.